Event description:
It was reported that the patient had their pacemaker, right ventricular lead and right atrial lead explanted due to infection. While the physician was explanting the system, the helix of the right ventricular lead failed to be retraced and had difficulties to remove. The physician eventually removed it and explanted the entire pacemaker system. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. Further information was requested but not received.